Event description:
An event involved primary plum set, was reported that the line discarded. There was a leakage onto filter and bluey; with flow rate of 999ml/hr (flush) 200ml/hr (pembro). The medication involved was pembrolizumab 200mg. Staff / patient was exposed. There was no reported patient involvement and no harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation; however, it has not yet been received.